Manufacturer narrative:
(B)(4). (B)(4). No UDI information is available for the dsl1428 and dsl1828 since the lot numbers remain unknown. Concomitant products: gore® excluder® aaa endoprostheses featuring c3® delivery system: rlt351416 plc141400 plc231200 plc181400. Adverse events that may occur and/or require intervention include, but are not limited to reoperation and death.

Event description:
On (B)(6) 2017 a patient with a symptomatic abdominal aortic aneurysm was treated with gore® excluder® aaa endoprostheses featuring c3® delivery system. Gore® dryseal sheaths were used bilaterally for access via the femoral arteries. Despite being a lengthy, complex procedure, the gore® excluder® aaa endoprostheses featuring c3® delivery system components were advanced and deployed successfully in the desired locations. The final angiographic run showed no endoleaks and the position of the devices satisfactory. When the procedural drapes were removed from the patient, the patient's right foot was dusky in appearance and cool to touch. The physician decided to intervene. It is not known what was done in the reintervention. On (B)(6) 2017 the patient expired. The cause of death is unknown, however the physician stated he did not believe the gore devices were related to the death.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017 a patient with a symptomatic abdominal aortic aneurysm was treated with gore® excluder® aaa endoprostheses featuring c3® delivery system. Gore® dryseal sheaths were used bilaterally for access via the femoral arteries. Despite being a lengthy, complex procedure, the gore® excluder® aaa endoprostheses featuring c3® delivery system components were advanced and deployed successfully in the desired locations. The final angiographic run showed no endoleaks and the position of the devices satisfactory. When the procedural drapes were removed from the patient, the patient's right foot was dusky in appearance and cool to touch. This was reportedly possibly due to thrombus that may have showered distally. The physician decided to intervene. It is not known what was done in the reintervention, however the physician stated prior that he planned to do a cut-down into the right groin, remove closure devices and do a downhill angiogram and thrombolysis if indicated. On (B)(6) 2017 the patient expired. The cause of death is unknown, however the physician stated he did not believe the gore devices were related to the death.

Manufacturer narrative:
According to the gore® dryseal sheath instructions for use (IFU) an adverse events that may occur and / or require intervention includes, but is not limited to: death.